Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and one day post treatment noticed second degree burns and scratches around the lips. There was no skin change noticed during or immediately post treatment. The patient was advised to use neosporin for the burns. The physician is not sure if the burns have resolved or if they will heal without permanent scarring. Reportedly, there were no system errors and nothing out of the ordinary noticed during treatment. The treatment tip was not inspected by the user prior to or during treatment.

Manufacturer narrative:
The treatment tip was not returned for evaluation. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator of excessive force on the handpiece during rep delivery, release of the handpiece/foot pedal button before delivery was complete, failure to follow on-screen instructions, rf noise, and lack of full contact with patient's skin during rep delivery. A failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. A device history record review was not possible due to no lot/serial number being provided. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment.